Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, thread tap used, diabetes mellitus, psychological disorder, peri-implantitis, pain. Aggressive periimplantitis on implants #13 and 23. Spontaneous loss of implant 13. 23 is still in situ. Retention of the upper jaw prosthesis with 2 implants. Patient was during treatment in inpatient psychological treatment. Control examination was pending.